Event description:
The patient experienced an allergic reaction. She had "hives" and pain around the area of the stimulation. The hives usually appeared in the afternoon or evening and are not consistent but are localized to near the ins. Her doctor thought the ins was heating causing a "heat rash." The ins was usually set at a consistent setting. Additional information has been requested.

Manufacturer narrative:
Lead model 435135 serial# (B)(4) implanted: (B)(6) 2012 explanted:; lead model 435135 serial# (B)(4) implanted: (B)(6) 2012. (B)(4).